Event description:
It was reported that (1) tsb45 was used with tr45b during a laparoscopic gastric bypass procedure. It was reported by the rep that the surgeon fired tsb45 stapler over stomach three times. Two out of the three firings had partially fired reloads. The staples were misformed and surgeon had to go in and suture laparoscopically.